Event description:
Per the audiologist's report, the pt developed an infection and swelling at the implant site in 2007. The pt was admitted to the hospital (no date specified) with a fever. On march 28, 2007, the patient's parent reported that there was no swelling at the implant site and the incision looked clean. The pt resumed use of the cochlear implant system. On may 8, 2007, the audiologist reported that the swelling was observed on may 5 and 6. Per the patient's parent, the surgeon did a procedure and found some "decaying tissue" around the implant site. Additional information has been requested.

Manufacturer narrative:
.